Event description:
The device delivered inappropriate shock due to noise. The lead was explanted.

Manufacturer narrative:
The proximal portion of the lead, measuring 20.4cm, was returned. Analysis found external insulation abrasion at 16.7cm-17.3cm and 18.6cm-19.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact in these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.